Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), haematochezia ("gastrointestinal or digestive system condition type: bloody stools") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 24-year-old female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen (cramps / right side), irregular menstruation, frequency of menses (menses 3x a month with dotting), genital hypoesthesia (vulvar/vaginal numbness and feels "something hanging ou), low back pain (developing lower back and bilateral lq/inguinal pain.), ache ("achy, crampy pain" worse with movement.) And chest pain. Fever without illness of up to 100.2, insomnia with resultant ,fatigue, alopecia with hair thinning, occasional finger and toe numbness, flushed periodic rash that appears to the upper body and face with emotion and sun exposure, occasional chest pain that shows no pattern in regards to onset or resolution, low back pain, hours of morning stiffness (3-4 hours), patient reported raynaud's in her hands with cold exposure, multi joint arthralgias affecting her bilateral knees hands and wrists, and occasional knee swelling. Concomitant products included acetylsalicylic acid (baby aspirin) since 2017, hydroxychloroquine since 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2015, the patient experienced haematochezia (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: I am still having problems. No one can tell me why I still see black and floating spots / vision/eye problems type: glasses"). In (B)(6) 2017, the patient experienced urticaria ("rashes or skin conditions type: hives / I broke out in hives after surgery"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In june 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and back pain ("back pain"). The patient was treated with glasses and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, haematochezia, systemic lupus erythematosus, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal distension, alopecia and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, haematochezia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal uterus, tubes and ovaries. Essure coils noted to be in the bilateral tubes including interstitial portion. At this point, after removal of the tube there was evidence of the outer essure coil remaining in the uterine cornua. It was grasped with maryland graspers arid was gradually pulled to free it from the cornual site. The site remained hemostatic;. The coil was removed under direct visualization through the right lateral trocar. Attention was then turned to the left side. The essure coil was similarly palpated in the proximal portion of the tube extending into the interstitial portion. The tube was grasped and gradually taken off from its adhesions ·to the ovary with the ligasure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Pregnancy test - on an unknown date: encounter for pregnancy test result negative. X-ray of pelvis and hip - on (B)(6) 2016: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes describe: hot flashes, mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety/depression, autoimmune disorder type of disorder: lupus, rashes or skin conditions type: hives, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: I am still having problems. No one can tell me why I still see black and floating spots / vision/eye problems type: glasses, fatigue, weight gain, gastrointestinal or digestive system condition type: bloody stools, bloating, hair loss, back pain. Event perforation updated to fallopian tube perforation. Reporter information, medical history, concomitant drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), haematochezia ('gastrointestinal or digestive system condition type: bloody stools') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 24-year-old female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen (cramps / right side), irregular menstruation, frequency of menses (menses 3x a month with dotting), genital hypoesthesia (vulvar/vaginal numbness and feels "something hanging ou), low back pain (developing lower back and bilateral lq/inguinal pain.), inguinal pain ("achy, crampy pain" worse with movement.), chest pain, penicillin allergy and uterine bleeding. Fever without illness of up to 100.2, insomnia with resultant ,fatigue, alopecia with hair thinning, occasional finger and toe numbness, flushed periodic rash that appears to the upper body and face with emotion and sun exposure, occasional chest pain that shows no pattern in regards to onset or resolution, low back pain, hours of morning stiffness (3-4 hours), patient reported raynaud's in her hands with cold exposure, multi joint arthralgias affecting her bilateral knees hands and wrists, and occasional knee swelling. Previously administered products included for an unreported indication: keflex and macrobid. Concomitant products included acetylsalicylic acid (baby aspirin) since 2017, diphenhydramine hydrochloride, hydroxychloroquine since 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced haematochezia (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: I am still hvaing problems. No one can tell me why I still see black and floating spots / vision/eye problems type: glasses"). In (B)(6) 2017, the patient experienced urticaria ("rashes or skin conditions type: hives / I broke out in hives after surgery"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with glasses and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, haematochezia, systemic lupus erythematosus, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal distension, alopecia, back pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, haematochezia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: normal uterus, tubes and ovaries. Essure coils noted to be in the bilateral tubes including interstitial portion. At this point, after removal of the tube there was evidence of the outer essure coil remaining in the uterine cornua. It was grasped with maryland graspers arid was gradually pulled to free it from the cornual site. The site remained hemostatic;. The coil was removed under direct visualization through the right lateral trocar.attention was then turned to the left side. The essure coil was similarly palpated in the proximal portion of the tube extending into the interstitial portion. The tube was grasped and gradually taken off from its adhesions ·to the ovary with the ligasure device. Patient received treatment for pelvic/abdominal pain. Patient received treatment for pain three coil-right ostia one coil-left ostia diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Pregnancy test - on an unknown date: encountor for pregnancy test result negative. Ultrasound pelvis - on (B)(6) 2016: ap view of the pelvis was performed and demonstrates the bony pelvic rings. There are essure devices seen superimposing the right and left sides of the mid sacral regions. Impression: examination demonstrates the presence of bilateral essure devices. X-ray of pelvis and hip - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received. Event vaginal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), haematochezia ('gastrointestinal or digestive system condition type: bloody stools') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 24-year-old female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen (cramps / right side), irregular menstruation, frequency of menses (menses 3x a month with dotting), genital hypoesthesia (vulvar/vaginal numbness and feels "something hanging ou), low back pain (developing lower back and bilateral lq/inguinal pain.), inguinal pain ("achy, crampy pain" worse with movement.), chest pain, penicillin allergy and uterine bleeding. Fever without illness of up to 100.2, insomnia with resultant ,fatigue, alopecia with hair thinning, occasional finger and toe numbness, flushed periodic rash that appears to the upper body and face with emotion and sun exposure, occasional chest pain that shows no pattern in regards to onset or resolution, low back pain, hours of morning stiffness (3-4 hours), patient reported raynaud's in her hands with cold exposure, multi joint arthralgias affecting her bilateral knees hands and wrists, and occasional knee swelling. Previously administered products included for an unreported indication: keflex and macrobid. Concomitant products included acetylsalicylic acid (baby aspirin) since 2017, diphenhydramine hydrochloride, hydroxychloroquine since 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2015, the patient experienced haematochezia (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In june 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2017, the patient experienced visual impairment ("vision/eye problems type: I am still having problems. No one can tell me why I still see black and floating spots / vision/eye problems type: glasses"). In october 2017, the patient experienced urticaria ("rashes or skin conditions type: hives / I broke out in hives after surgery"), migraine ("migraines") and headache ("headaches"). In november 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In january 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In june 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with glasses and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, haematochezia, systemic lupus erythematosus, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal distension, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, haematochezia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal uterus, tubes and ovaries. Essure coils noted to be in the bilateral tubes including interstitial portion. At this point, after removal of the tube there was evidence of the outer essure coil remaining in the uterine cornua. It was grasped with maryland graspers arid was gradually pulled to free it from the cornual site. The site remained hemostatic;. The coil was removed under direct visualization through the right lateral trocar. Attention was then turned to the left side. The essure coil was similarly palpated in the proximal portion of the tube extending into the interstitial portion. The tube was grasped and gradually taken off from its adhesions ·to the ovary with the ligasure device. Patient received treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Pregnancy test - on an unknown date: encounter for pregnancy test result negative. Ultrasound pelvis - on (B)(6) 2016: ap view of the pelvis was performed and demonstrates the bony pelvic rings. There are essure devices seen superimposing the right and left sides of the mid sacral regions. Impression: examination demonstrates the presence of bilateral essure devices. X-ray of pelvis and hip - on (B)(6) 2016: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event "abdominal pain" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), haematochezia ('gastrointestinal or digestive system condition type: bloody stools') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 24-year-old female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen (cramps / right side), irregular menstruation, frequency of menses (menses 3x a month with dotting), genital hypoesthesia (vulvar/vaginal numbness and feels "something hanging ou), low back pain (developing lower back and bilateral lq/inguinal pain.), inguinal pain ("achy, crampy pain" worse with movement.), chest pain, penicillin allergy and uterine bleeding. Fever without illness of up to 100.2, insomnia with resultant ,fatigue, alopecia with hair thinning, occasional finger and toe numbness, flushed periodic rash that appears to the upper body and face with emotion and sun exposure, occasional chest pain that shows no pattern in regards to onset or resolution, low back pain, hours of morning stiffness (3-4 hours), patient reported raynaud's in her hands with cold exposure, multi joint arthralgias affecting her bilateral knees hands and wrists, and occasional knee swelling. Previously administered products included for an unreported indication: keflex and macrobid. Concomitant products included acetylsalicylic acid (baby aspirin) since 2017, diphenhydramine hydrochloride, hydroxychloroquine since 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced haematochezia (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: I am still hvaing problems. No one can tell me why I still see black and floating spots / vision/eye problems type: glasses"). In (B)(6) 2017, the patient experienced urticaria ("rashes or skin conditions type: hives / I broke out in hives after surgery"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with glasses and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, haematochezia, systemic lupus erythematosus, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, abdominal distension, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, haematochezia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: normal uterus, tubes and ovaries. Essure coils noted to be in the bilateral tubes including interstitial portion. At this point, after removal of the tube there was evidence of the outer essure coil remaining in the uterine cornua. It was grasped with maryland graspers arid was gradually pulled to free it from the cornual site. The site remained hemostatic;. The coil was removed under direct visualization through the right lateral trocar.attention was then turned to the left side. The essure coil was similarly palpated in the proximal portion of the tube extending into the interstitial portion. The tube was grasped and gradually taken off from its adhesions ·to the ovary with the ligasure device. Patient received treatment for pelvic/abdominal pain. Patient received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Pregnancy test - on an unknown date: encountor for pregnancy test result negative. Ultrasound pelvis - on (B)(6) 2016: ap view of the pelvis was performed and demonstrates the bony pelvic rings. There are essure devices seen superimposing the right and left sides of the mid sacral regions. Impression: examination demonstrates the presence of bilateral essure devices. X-ray of pelvis and hip - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.